Manufacturer narrative:
Device analysis summary; there was no damage observed to the returned device and the balloon was fully deflated. It was not possible to inflate the balloon possibly due to the presence of hardened contrast media in the inflation lumen. The device was placed in a waterbath at 37°c. On removal from the waterbath the balloon was successfully inflated and deflated with no abnormality noted. There was no evidence of a leak in the balloon, catheter shaft or hub on inflation. The reported inflation difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of a patient for a 60mm aneurysm. It was reported that during the index procedure the balloon couldn't inflate a second time and it was found that there was leakage at the hub while inflating. Another balloon was used to resolve the issue. As per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.